Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began on (B)(6) 2014 (stated during follow up) at an unknown time. The patient tested on the subject device and obtained an unknown reading that she felt was high as compared to her feelings/normal readings. The patient could not recall the reading. The patient reportedly tests 4-5 times per day and manages her diabetes with actra rapid 3x per day at mealtimes and administers insulator once at night. The patient denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient stated that her normal blood glucose range is about 6.0 mmol/l ¿ 8.0 mmol/l. At an unknown time in the evening after dinner, the patient claimed she became unconscious. Her spouse called the paramedics and when they arrived at approximately 21:01, they tested the patient using their meter (brand unknown). The patient reported the reading to be ¿low¿ taken at approximately 21:10 and was reportedly treated by the paramedics with a glucagon injection. The patient was re-tested by the paramedics at approximately 21:30 and a reading of ¿8.4 mmol/l¿ was obtained and again at 21:40 and a reading of ¿4.3 mmol/l¿ was obtained. After this, the paramedics left. The patient also claimed that on (B)(6) 2014 she had become unconscious a 2nd time. Again, the patient could not recall the result obtained on the subject device prior to becoming unconscious, but did not make any changes to her usual medications at that time. The paramedics were contacted and arrived at 20:15. They tested the patient using their meter and obtained a reading of ¿1.0 mmol/l¿ at approximately 20:19. The patient was treated with a glucagon injection and retested at approximately 20:24 with a reading of ¿11.1 mmol/l¿ and at 20.34 ¿ with a reading of ¿9.1 mmol/l.¿ the paramedics left after the patient¿s symptoms abated and her blood glucose was in range. In both instances the patient had dinner between 18:00-18:30 and took her medication as normal. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure. The subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly obtained unknown inaccurate high readings on the subject meter and as a result developed symptoms suggestive of a serious injury which required treatment by a healthcare professional for hypoglycemia after the alleged meter issue began.